Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('e-free') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "my doctor was only able in insert one of the coils, into my left tube she said my right tube spasmed and after 5 attempts". On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fallopian tube spasm ("right tube spasmed"). The patient was treated with surgery (essure removal surgery). Essure was removed. At the time of the report, the medical device removal and fallopian tube spasm outcome was unknown. The reporter considered fallopian tube spasm and medical device removal to be related to essure. The reporter commented: plantiff had essure procedure on (B)(6) (year unspecified). Concerning the injuries reported in this case, the following one/ones were reported via social media: device difficult to use and fallopian tube spasm. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 27-feb-2020: social media received: this case became serious incident. Reporter's information added. Event :e-free was added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.